Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. In 2001, patient's blood glucose was 10.5 and 5.6 mmol/l. Tests were done 10 minutes apart. Patient did not experience any adverse events. No further information has been reported.